Manufacturer narrative:
This investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for eight patients with the cobas 8000 - cobas e 602 module. Sample 1 initial result was >3000 pg/ml and the repeated result was 37.55 pg/ml. Sample 2 initial result was >3000 pg/ml and the repeated result was 29.92 pg/ml. Sample 3 initial result was >3000 pg/ml and the repeated result was 145.3 pg/ml. Sample 4 initial result was >3000 pg/ml and the repeated result was 132.2 pg/ml. Sample 5 initial result was >3000 pg/ml and the repeated result was 225 pg/ml. Sample 6 initial result was >3000 pg/ml and the repeated result was 144.8 pg/ml. Sample 7 initial result was >3000 pg/ml and the repeated result was 141.3 pg/ml. Sample 8 initial result was 1822 pg/ml and the repeated result was 245 pg/ml. The questionable results were reported outside the laboratory. There was no allegation of an adverse event. The repeated results were deemed correct. The reagent lot number and expiration were requested but not provided.

Manufacturer narrative:
The field service engineer was dispatched and found that the pressure was low on the pump, which could cause carryover. The engineer replaced the pump. The customer calibration recovery was found to be acceptable. During the investigation samples 3, 4, 5, and 6 were found to be auto-diluted on the repeat run using a 1:5 dilution. The correct dilution is 1:10 per the assay's method sheet. The customer is not using the correct dilution for the assay. The investigation did not identify a product problem. The cause of the event could not be determined.